Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, the physician was not able to get the lead to be pushed past the set screw of the implantable pulse generator (ipg). The device was explanted and replaced. It was reported that the right ventricular (rv) lead exhibited no capture and no r-waves. A chest x-ray showed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.